Event description:
It was reported to vyaire medical that the display flickers while the ltv 1200 ventilator was running. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: vyaire medical was able to confirm the issue - the display flickers while unit was running. All testing was performed with a known good ac adapter and patient circuit connected. Upon initial power up of the ventilator during bench testing, the unit displayed dashes on breath rate, tidal volume, pres control and led illuminating on airway pressure. Further investigation found that the main board was the one creating the non-conformance. The main board was then replaced to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was able to confirm and duplicate the issue. Visually inspected the uut (unit under test) and found no anomalies. Installed the uut on a known good ltv test vent. Subsequent operation in ¿vent check¿ ¿display¿ mode found components gss0, gss3, gss6, gss9, gss12, gss15, and gss18 are all dimly illuminated. A check on the forward found the values to be the following: approximate 1.76vdc ¿ 1.76vdc across all 7 affected segments, a known good voltages are approximately 1.83 ¿ 1.85 vdc. This low value of the uut indicates an internal failure. All other leds were illuminated and bright. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.